Event description:
It was reported that the caller experienced a cgm error 42 related to a sensor. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, and after this reset, the error did not reoccur, allowing the caller to successfully start their sensor session.